Event description:
Following a ptca/stent procedure, an angio-seal device was placed, and hemostasis was immediately achieved. The pt was returned to the hosp floor. Three hours later, frank bleeding was noted (activity level at time of bleeding is unknown). Manual pressure was held for a duration of 10 minutes, and hemostasis was again achieved. The next day upon exam, the pt site was fine and the pt was ambulated without difficulty.